Event description:
It was reported the insulin pump was shutting down, with no prior alert. The device turns on with a general alarm and all settings on the device are lost. Customer was advised to replace the battery and to check for corrosion on the battery cap. The device did not respond after replacing to a new battery. Customer's blood glucose was 101 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump memory settings resets to factory default due to unexpected restart alarm after battery change. The insulin pump was received with constant unexpected restart alarm due to leaking capacitor on interface board. No alarm noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained address/serial number label and cracked battery tube threads.